Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The phosphate reagent lot number was 956910 and the tp2 reagent lot number was 918054. The expiration dates were requested but were not provided. The field service engineer (fse) replaced a broken joint and a torn hose. He then replaced the sample needle and cleaned the guide. Qc was performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 and total protein gen.2 (tp2) assay results for several patient samples tested on a cobas c 703 analytical unit. The following results were provided as an example: sample 1: the initial phosphate result was 0.299 mmol/l (accompanied by a data flag). The repeat phosphate result was 1.46 mmol/l. Sample 2: the initial tp2 result was 16.7 g/l. The repeat tp2 rersult was 70.5 g/l.